Event description:
The facility's clinical engineer reported an infusion pump with an 812:02 failure code. The clinical engineer stated that there have been no rports of any pt incident involving this pump since the last baxter service event.